Event description:
The customer reported that falsely depressed vancomycin (vanc) result was obtained on one patient sample on a dimension exl 200 integrated chemistry system. The initial result was not reported to the physician. The sample was retested on the same system using new reagent lot. The repeat result recovered higher than the initial result and was considered correct. The repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vanc result.

Manufacturer narrative:
An outside united states (ous) customer contacted siemens customer care center (ccc) and reported that falsely depressed vancomycin (vanc) result was obtained on one patient sample on a dimension exl 200 integrated chemistry system. Calibration and quality control (qc) was recovered within range on the date of the event. Siemens reviewed the instrument data and noted that the falsely depressed sample showed low absorbance recovery after reagent addition compared to a good repeat alternate sample, suggesting potential reagent contamination or reagent delivery issues. Based on the available information, the probable cause of the event is consistent with a reagent delivery issue. Reprocessing of the original sample yielded a result within the customer's range. The device is performing according to the specification. No further evaluation of the event is required.